Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Received via a medwatch report, submitted by the risk manager at the health care facility, the report states "with ultrasound guidance, we obtained access to the right common femoral artery and vein with micro puncture needle and then advanced a 6 fr sheath over a wire in each using the seldinger approach. Arrow catheter was advanced in the pulmonary artery and used to obtain hemodynamics measurements. During catheter advancement over a j-wire to obtain accurate pulmonary wedge pressure, patient decompensated and went into respiratory arrest with hemoptysis and aspiration. This could have been secondary to possible catheter induced pulmonary artery rupture and pulmonary hemorrhage. Despite all emergent cardiopulmonary resuscitation efforts patient expired". The medwatch report states that the patient was an "84 [year old] female with history of htn, hlp, hfpef, moderate valvular disease and copd/osa admitted for chest pain and sob. Prior history of cardiac catheterization in 2021, with mild disease and echo in 2021 showing as and ai. Repeat echo in 6/23 showed preserved ef and moderate as. She was scheduled for op procedure but her symptoms got worse warranting her to come to the emergency department. EKG showed sinus bradycardia with t-wave inversion. Hs trop 52-49-52, pro bnp 7183. Cxr shows cardiomegaly and mild pulmonary edema". Additional information received from the risk manager at the health care facility states that the cause of death was "undetermined".

Manufacturer narrative:
(B)(4), the reported complaint of catheter difficult to advance in patient is not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Received via a medwatch report, submitted by the risk manager at the health care facility, the report states "with ultrasound guidance, we obtained access to the right common femoral artery and vein with micro puncture needle and then advanced a 6 fr sheath over a wire in each using the seldinger approach. Arrow catheter was advanced in the pulmonary artery and used to obtain hemodynamics measurements. During catheter advancement over a j-wire to obtain accurate pulmonary wedge pressure, patient decompensated and went into respiratory arrest with hemoptysis and aspiration. This could have been secondary to possible catheter induced pulmonary artery rupture and pulmonary hemorrhage. Despite all emergent cardiopulmonary resuscitation efforts patient expired". The medwatch report states that the patient was an "84 [year old] female with history of htn, hlp, hfpef, moderate valvular disease and copd/osa admitted for chest pain and sob. Prior history of cardiac catheterization in 2021, with mild disease and echo in 2021 showing as and ai. Repeat echo in 6/23 showed preserved ef and moderate as. She was scheduled for op procedure but her symptoms got worse warranting her to come to the emergency department. EKG showed sinus bradycardia with t-wave inversion. Hs trop 52-49-52, pro bnp 7183. Cxr shows cardiomegaly and mild pulmonary edema". Additional information received from the risk manager at the health care facility states that the cause of death was "undetermined".